Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an electrogram strip was sent into boston scientific technical services (ts) for review as there was concern about why the ventricular rate was zero and there appeared to be right ventricular (rv) loss of capture with greater than 2 sec of asystole for this pacemaker dependent patient. Ts reviewed the strip and stated that the ventricular rate was zero since the atrial tachy response (atr) mode switch was still in progress. Ts discussed possible magnet application at the time of this strip as that atrial pace and ventricular pace intervals are both at 600 milliseconds with a magnet rate of 100 bpm and the device re-enters mode switch when the magnet is removed. The field representative contacted the clinic and it was confirmed that a magnet was applied during the threshold test. It was noted that during the commanded threshold test the clinician was running an electrocardiogram on their system at the time of magnet application. The gain was 0.2 millimeters to millivolts so the three ventricular beats did not show up on the electrogram.  These three beats were immediately following magnet removal. No adverse patient effects were reported.